Event description:
A malfunction on the pump was reported by the caller, specifically indicating a momentary power loss to the vibrator motor. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, as the malfunction code was resettable.